Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo lesion in the distal right coronary artery. Multiple pre-dilatations was performed in the lesion. During advancement of a 3.5x23mm xience xpedition, there was a fracture/deformity noted on the stent implant so the device was not used. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2524 labeled. Internal file number - (B)(4). Correction: device analysis changed from returning to not returned. Device coding: code 1069 was removed and 2524 added. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed MDR, the xience xpedition stent failed to cross the lesion due to the anatomy and the stent strut was noted as flared. The account confirmed there were no fracture or breakage of the stent implant. No additional information was provided.